Manufacturer narrative:
The first incident concerned the serial number (B)(4). In another incident the same week in (B)(6) the same cause resulted in the sudden descent of a klinoport arm (B)(4). Here no one was injured. This affects according to our current knowledge motorized vertically articulating klinoport booms of the types klinoport 706, klinoport 806, klinoport 906, klinoport 1006, klinoport 1306 with serial numbers between (B)(4). Two affected units are currently installed in the us, both at one facility. Trumpf is scheduled to lower the arms to the lower mechanical limit, disable the motor, and apply a warning notice to the units this week. Other than the vertical articulating mechanism the units will remain functional, the risk of descending will be mitigated with these precautions. A warning notice will also be delivered to the facility. Trumpf is completing analysis of these incidents and preparing a corrective action plan. A f/u report will be provided.

Event description:
In (B)(6) an employee of the hospital was injured as a result of the sudden descent of the motorized height adjustable klinoport arm (of ceiling support system used in operating room and ICU). Initial findings show the incident was a result of a faulty weld on the linear drive of the arm.